Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of failure code 550:320:658 was not confirmed during service evaluation. Upon review of the event history log, the quality engineer has identified failure code 500:320:658 as the confirmed reported condition. The assignable cause of failure code 500:320:658 was the lock key being pressed for more than 50 seconds. No repairs were performed for the reported condition. A device history review was also performed, finding that no exceptions were noted during the manufacturing of this device.

Event description:
The facility representative reported a colleague infusion pump with a 550:320:658 failure code. It is unknown when this condition occurred. This condition had the potential to interrupt delivery. There was no report of patient involvement, injury, or medical intervention related to the device. No additional information is available. The user interface module software version is 6.63.92.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.